Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 in the morning. The patient reportedly does not take any medications to manage her diabetes and denied making any changes to her normal management routine as a result of the power issue. She claimed that approximately 2 days after not being able to check her blood glucose; she became ¿nervous, sweaty and yucky.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The power issue was not resolved with troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.